Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet generated repeated restart alerts and an alert 38 motor stall, characterized as consecutive stalled motor events, and a replacement ilet was shipped while the original was pending return. Symptoms included no reported blood glucose impact. Outcomes included no hospitalization, and the patient used backup therapy without interruption. Investigation included troubleshooting and user education conducted remotely. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.